Manufacturer narrative:
Through investigation it was determined that the remaining device did not experience the reported malfunction; it was reported in error. B5 has been updated to reflect one fewer instance of the reported issue.

Event description:
This report summarizes 69 malfunction events, where it was reported the cot was difficult to load/unload. 5 events had patient involvement with no adverse consequences.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 44 devices had broken/damaged components, 8 devices had bent components, 5 devices had alignment issues, 4 devices had loose components, 3 devices had missing components, 3 devices had worn components, and 3 devices had dirty components. The devices were repaired and returned. 2 devices were evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 70 </noe> malfunction events, where it was reported the cot was difficult to load/unload. 5 events had patient involvement with no adverse consequences.